Event description:
It was reported that the patient presented to the emergency room (ER) due to a lead integrity alert for high right ventricular lead impedance. The pacing impedance was high on two occasions however, real time measurement were around 1000 ohms. There were treated episodes that showed non-physiologic sensing but in office testing could not reproduce the non-physiologic sensing. A possible lead fracture was suspected due to the two incidents of high impedance. Detections were turned off and the lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.